Event description:
It was reported to nova biomedical that a consumer was receiving high readings on her blood glucose meter and reported that she had been recently hospitalized with low blood sugar readings. Post event, during the telephone report of the incident, the consumer related her blood glucose testing strips were actually expired and additional ones she had would expire soon. Patient education on using expired strips for testing took place with the event reporting. The consumer was upset that the pharmacy would sell expired strips. New strips were sent to the consumer.

Manufacturer narrative:
Replacement glucose test strips sent to the consumer. Consumer educated on the importance of conducting blood glucose testing with strips that have not expired.